Event description:
Unable to speak with the patient/layperson, this senior medical affairs specialist has mailed a letter to the pt and reviewed the customer care advocate's (cca's) documentation. In 2009, the pt reported that possibly the battery indicator had been prompting on her onetouch ultramini meter for approx two weeks. Because the pt has visual issues, she was uncertain if it was the battery indicator. Also, the pt had been unable to purchase a new battery, having been "snowed in" since the issue began. When asked, the pt informed the cca that she has been "very shaky" and sick to her stomach "the last couple of days." For that reason, she hoped to purchase a battery after the call, knowing that her blood glucose was "running high". The pt had continued taking her glucophage and usual dose of insulin (amount and type not provided). The cca replaced the products. Because the pt's symptoms meet the criteria of a serious injury and began after the reported issue, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s): are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.